Event description:
The customer tested her blood glucose and rec'd a contour reading of 477 mg/dl. She retested using another meter and rec'd a reading of 185 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call and rec'd results of 208 and 211 mg/dl. The normal control range was 107-147 mg/dl. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.